Event description:
It was reported that during a study, the pulse generator failed to capture post external shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.